Event description:
Patient presented to the physician with ongoing itchiness, redness, and pain at both incision sites. Physician administered steroid injections into the incision sites. This resolved the issue.